Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
It was reported that while evaluating the performance of the suction aid tracheostomy tube during the operation, the doctor found that the tube leaked. Subsequently, a new tracheostomy tube was immediately placed on the patient. The leaking tracheostomy tube was discarded. No patient injury or further complications were reported in relation to this event.